Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5074232). The pump is available for investigation but it has not been returned: if the pump will be returned, it will be evaluated and a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5074232) of which we had not been made previously aware. Event description: "ibc from patient reporting that her chrono pump (sn (B)(4). 15 exp 06/28/2018) was malfunctioning. She reports that she changed her syringe and the pump alarmed, "occlusion. " she was looking for blockages to which she did not see any, and then pulled the syringe out and tried to restart her pump, however, when she restarted, the pump screen now stated, "ER,5" to which she then pulled out her chrono manual and stated that it meant something was wrong with the pusher. She further states that her pump will not stop beeping. Verified dose as 53. 9nkm and pump rate of 440 microl/hr, per patient's request pump couriered to home address. No other information available. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Dose or amount: 53. 9. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension."